Manufacturer narrative:
Evaluation summary: the condition of fail code 810:11 was confirmed. Fail code 810:11 was observed in the event history, but could not be duplicated. No repair was necessary.

Event description:
The baxter field service engineer noted an infusion pump with failure code 810:11. Information was not provided regarding whether or not the failure occurred during a patient infusion. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information is available.